Event description:
The manufacturer received information alleging a ventilator was displayed low tidal and minute volumes. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's machine flow sensor needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleged a ventilator was displayed low tidal and minute volumes. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's 3 way solenoid valve was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously, reported receiving information. Alleged a ventilator was displayed low tidal and minute volumes. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. And the customer¿s complaint was confirmed. The device's 3-way solenoid valve was replaced to address the issue. The 3-way solenoid valve was evaluated, by the manufacturer's product investigation laboratory (pil). And found the 3-way solenoid valve functioned as designed and operated without issue or error codes.